Manufacturer narrative:
A ge healthcareâ s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 h3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in backup battery provided backup power for less than one minute. There was no patient involvement.

Manufacturer narrative:
There was no gehc employee visit to this site, therefore the repair is unknown. The customer declined ge service. No repair information available.